Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported a single lumen groshong PICC split. The line did have securacath placed. Unsure if the date of (B)(6) 2020 is the insertion or removal date. No other information was provided.

Event description:
It was reported a single lumen groshong PICC split. The line did have securacath placed. Unsure if the date of (B)(6) 2020 is the insertion or removal date. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 41cm and 42cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.